Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8575, lot# j0455495r, implanted: (B)(6) 2005, product type accessory; product ID 8709, lot# j0177958r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
Additional information received reported the patient received assistance from their healthcare professional and their concerns were resolved. It was noted the patient had an appointment on 2014 (B)(6).

Event description:
It was reported that the patient had breakthrough pain from reflex sympathetic dystrophy (rsd) in her leg, which was inflamed and swollen. It was confirmed that the patient had the pump implanted to treat the rsd pain and her symptoms existed prior to pump implant, but they had gotten worse since (B)(6) 2014. It was also reported that the healthcare provider (hcp) was going to have to move the pump because the patient lost weight and the pump was ¿really wiggling¿. This had been happening for about 6 weeks. The hcp was aware of this issue, but the patient wanted to lose more weight, so they were waiting to do the pump revision until she had stopped losing weight. The patient had an appointment scheduled with her hcp on the day following this report. The device system was used to deliver sufentanil and gabapentin.